Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified that there was no previous history. The customer¿s complaint was confirmed. The root cause of the issue was an inoperable cam flex sensor. The defective components were replaced with new ones, and the device thereafter passed all tests.

Event description:
The customer returned the product for error code 41622. They looked through solis manual, which advised of motor timeout, and could be cam flex sensor or pwa. During device analysis, an inoperable cam flex sensor was identified. There was no patient involvement.